Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer pump was not delivering enough basal and also received with the insulin flow blocked alarms. The customer's blood glucose was 306 mg/dl at the time of the incident and the current blood glucose was 108 mg/dl. Customer reported that pump under delivered insulin on (B)(6) 2017. During troubleshooting the customer¿s parents reported that the pump was not working as designed. The customer was advised to monitor the blood glucose level. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. Unit passed the dat test at 0.08750 inches. Unit was received with scratched case, minor scratched lcd window and scratched keypad overlay.